Manufacturer narrative:
The provided post-procedural device imagery was reviewed and the following was observed: the delivery system is puncturing through the torn sheath liner. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for liner punctured and inability to advance through sheath was confirmed. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event, as 'the common iliac had some kinking and that a calcareous spur may have slashed the esheath' was reported. Vessel tortuosity and calcification can subject the sheath to suboptimal angles and can lead to non coaxial alignment between devices, contributing to the reported resistance. Calcification can also reduce the vessel diameter and may increase restriction leading to resistance. It can be expected that as the operator had experienced resistance, excessive manipulation might have been used to overcome this resistance. In combination with the mild tortuosity and calcification, the excessive manipulation could lead to increased interaction between the devices; the valve may have caught onto the sheath liner and tore it during advancement. It is also possible for sharp nodules of calcification to tear the liner through direct contact. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, push force was required introducing the commander delivery system with valve through the esheath in the non-expandable area. Per angio imaging, it was noticed that the valve had torn open the esheath about 10 cm before the end of the esheath. Therefore, the commander delivery system was removed with the esheath as a unit and new devices were used. There was no patient injury. A second valve was prepped and successfully implanted. Per report, the patient became tachycardia, and the blood pressure was very high due to stress as the patient was awake and responsive during the procedure. There was no intervention needed. The patient was discharged home. Per report, the root cause of the event was the fact that the common iliac had some kinking and that a calcareous spur may have slashed the esheath.

Manufacturer narrative:
Investigation is still ongoing.